Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 8fr angioseal vip device was returned for evaluation. The device along with the arteriotomy locator, hemostatic sheath, and guidewire were returned in the supplied tray and header bag. The returned components were subjected to visual analysis where there was no blood-like substance observed on the returned device. The angioseal was found outside of the polyfoil pouch and was loose in the header bag. Without removing the tray from the header bag, a kink could be seen in the arteriotomy locator at the blood inlet hole 2.63" from the distal tip. The supplied tray with the components were removed from the header bag. The arteriotomy locator was then carefully removed from the supplied tray and examined. No other anomalies were noted. The hub of the hemostatic sheath was examined under microscopy to determine if the arteriotomy locator and hemostatic sheath had been mated at one point. There was no deformation on the hub of the hemostatic sheath to indicate that the arteriotomy locator had been properly mated with the sheath. There is no evidence that this event was related to a device defect or malfunction. Based on the open package that was returned, it is likely that the user applied force to the components in the tray when removing the components from the packaging which may have created off axis forces, however, the exact cause of the reported event cannot be definitively determined based.

Manufacturer narrative:
(B)(6). The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the that upon opening of the package the arteriotomy locator was bent at an approximate 45 degree angle at the level of the proximal inflow hole. No known impact on the patient condition.